Event description:
Customer stated that the cuff would not stay inflated during pt use. This was discovered during trach replacement procedure. The trach was in use for the full month. Replacement was performed without incident to the pt.

Manufacturer narrative:
The sample is expected to be returned, if the sample is returned a summary of the sample analysis will be provided in a supplemental report.